Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the wrong cartridge type was used and the lens got stuck half-way through implanting. Additional information was provided that the lens got stuck in the cartridge because the specific cartridge was used in error. The technician was supposed to use a different cartridge. There was no product complaint for the iol or the lens injector. The procedure was completed with a new iol. The event date, patient identifiers, affected eye and status of a sample was asked and unknown. There was no patient harm.

Manufacturer narrative:
Product evaluation: the cartridge was not returned. A non-qualified lens model was returned positioned correctly in a lens case. The lens case is completely taped in white surgical tape. The lens does not appear to have viscoelastic present. No damage was observed to this lens. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified lens and a handpiece. The lens model is only qualified for use in a specific cartridge. The iol product history records were reviewed and the documentation indicated the product met release criteria. This lens model is not qualified for use in the cartridge. The root cause is most likely related a failure to follow the directions for use (dfu). The account used a lens/monarch combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. There was no viscoelastic observed on the associated iol. This would suggest that the cartridge was not filled with viscoelastic prior to loading the lens. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic device (ovd), which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).